Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 4 (usm4) had repeated non-recoverable 32100 faults. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced proximal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has not received the suj for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the set-up joint (suj) associated with this complaint and completed investigations. The unit was returned for failure analysis due to error 32100/23001. The error was confirmed as having occurred in the field and replicated in-house. Unit was tested on a patient side cart fixture test platform (pftp), and all tests passed.